Manufacturer narrative:
Preliminary device evaluation: medtronic is leading an evaluation of the reported tower 240v. Evaluation of the provided image shows the operating room team interactive screen which is displaying an error message and the error message reads: "warning : electrosurgical generator non-recoverable error. Energy not available for rest of procedure. Touch dismiss to acknowledge.". Further evaluation of the reported tower 240v is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use but with a patient in the operating room, the tower, after being on for a few hours, triggered a n on-recoverable error message that said: "warning: electrosurgical generator non-recoverable error. Energy not available for rest of procedure. Touch dismiss to acknowledge.". The start-up specialist (sus) restarted the ft10 and confirmed that after the restart was asked to confirm that by using the surgeon console foot pedal it was possible to activate the instruments as well as control them. There was no patient injury.